Event description:
It was reported that the service indicator was illuminated on a loaner device and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the loaner device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was placed back into service. Physio-control further evaluated the removed assemblies; however, the reported failure could not be duplicated. No errors were exhibited during testing and the connection between the system and memory pcb's was good. Further root cause of the observed condition could not be determined.